Event description:
The customer reported the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the customer's facility power fluctuating. The customer will provide a dedicated line for the system. The system operates as intended.